Manufacturer narrative:
The field service representative (fsr) could not confirm the display issue but installed a new display assembly as a precaution. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist reported that the local display on the roller pump was scrambled. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician installed the display into a surrogate roller pump and did not observe any abnormalities in the display. During the evaluation several of the resistors were noted to be charred, having closed circuits. This could have been causing an intermittent issue with the roller pumps display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.